Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 15 mmol/l. The customer stated that every time an infusion set change was performed and during bolus attempt, the device alarmed no delivery. The customer noted that a complete infusion set change resolved the issue. The customer request to return the infusion set for analysis but stated that she would keep the reservoir. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.